Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4203tl into the pt's eye and noticed the lens was torn so it was removed and replaced with another model lens with no pt injury.

Manufacturer narrative:
Eval: results: (other) - a visual inspection of the returned product shows that the lens is torn in half from one plate haptic to the other plate haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for eval.